Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the consumer thought it was possible they may have inadvertently turned off their device while using the patient programmer (pp) as they used it almost daily to check their recharge status. Once the device was turned back on the leg shaking and issue of the implant turning off was resolved. It was noted the consumer was going to verify their device was still on when they checked their recharge status with the pp. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's dual and movement disorders. It was reported that the patient noticed they were "feeling bad" on saturday, and by sunday they decided to use their patient programmer (pp) to check their implant due to their leg shaking. The patient confirmed therapy was off, so they turned therapy back on. It was reviewed with the rep at the time of the call that the recharger can be activated to turn the ins off, as well as could the pp. The patient stated they used their pp to check implant status daily, but that they didn't "recall turning therapy off." It was stated it was unlikely that the patient used the recharger to turn therapy off. Usage report showed the patient's battery didn't deplete to make therapy unavailable. Data show september 14th had 0% usage and september 15th had 47% usage, the day therapy was turned back on. The patient was to monitor and document if therapy was to go off again. No further symptoms or complications were reported or anticipated with this event.